Event description:
It was reported that the wake button became detached from the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received a replacement pump for continued insulin therapy.